Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer performed a supply change to address the issue. The customer experienced an elevated blood glucose (bg) level of 527 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.